Manufacturer narrative:
Follow-up #1 date of submission 02/12/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the review of the pump history showed no activity outside normal use. During investigation, a time test was performed and the pump was found to be keeping time accurately. The pump time and date reset upon removal of the battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump was opened and there was corrosion found on the internal battery. On (B)(6) 2013 a manual time change from 10:54 pm to 10:53 am was observed. The history did not indicate any time or date changes leading up to the event. Unrelated to the complaint, the keypad was found to be intact; no damage was observed. Testing revealed that the ok button was intermittently responsive and had intermittent spring back; all of the other buttons responded appropriately. There was contamination found under all of the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(4) 2012, the reporter contacted animas, alleging a history/settings (time/date issue) issue. While reviewing pump history, the patient reported that the time associated with some of his boluses was incorrect. He reported that the pump recorded 1:08 pm when it should have been 1:08 am. When the patient reviewed the time/date in setup screen he confirmed am vs pm and time were correct; however, when he viewed the home screen, the pump then displayed pm rather than am. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.